Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2013. 694758 lead, implanted: (B)(6) 2013. 620bg29 heart band, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and no capture at high out puts. It was also noted that the lead had high thresholds and inconsistent sensing. The lead was not adequately sensing atrial fibrillation (af) and normal p-waves which resulted in inappropriate pacing. During the replacement procedure, it was determined the lead was dislodged. The lead appeared to not be fully seated in the appendage with no slack in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.